Manufacturer narrative:
Article reference: odemis, e., celikyurt, a., kizilkaya, m. H., & demir, I. H. (2026). Evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results. Pediatric cardiology, 47(1), 362-374. Https://doi.org/10.1007/s00246-025-03776-x. Investigation is ongoing.

Event description:
Through review of medical article "evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results", corresponding author ibrahim halil demir, the following event was identified as pertaining to an edwards device: all participants in the study had a diagnosis of tetralogy of fallot (tof) and had previously undergone surgical repair with a transannular patch. One patient received an unknown sapien xt valve in pulmonic position. The patient who underwent surgery in the 7th year of follow-up showed mild pr in the 4th year and moderate pr in the 6th year after percutaneous pulmonary valve implantation. The patient became symptomatic with exertional dyspnea and subsequently underwent surgery at 74 months.